Manufacturer narrative:
Other applicable components are: product ID: 8711, lot# n106815030, implanted: (B)(6) 2007, product type: catheter.

Event description:
Information was received from a health care provider (hcp) through a manufacturing representative regarding a patient receiving intrathecal lioresal. The indications for use were intractable spasticity and cerebral palsy. At least 2 refills had over 25% discrepancy. Patient symptoms included being sweaty, diaphoretic, "mans alternating between rigid and loose." The patient had dystonia, so it was hard to know if these symptoms were dystonia or not. A CT dye study was done on (B)(6) 2016, and there were no obvious issues with leak. Surgical intervention did not occur. The patient's status was "alive - no injury."

Manufacturer narrative:
The pump was returned and analysis found that the device was working as intended and according to all labeled indications. No anomalies related to the root cause were identified. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare professional (hcp) and a consumer (con) via a manufacturer's representative (rep). It was reported that the blood pressure and gi issues were due to possible withdrawal or overdose symptoms per the patient's parents. However, the hcp stated that the symptoms were reported, but not confirmed to be either withdrawal or overdose symptoms due to the multiple diagnosis that the patient already had. The patient's relevant medical history included: spastic quadriplegic cerebral palsy and a seizure disorder and reflux, as well as m ulti-diagnoses.

Manufacturer narrative:
Other components: product ID 8711 lot# n106815030 implanted: (B)(6)2007 explanted: (B)(6)2018 product type catheter. Updated to reflect the patient's weight at the time of the event updated to reflect the information received on 2018-jan-19. Updated to reflect the device information received on 2018-jan-19. Updated to reflect the facility associated with the event. Patient codes (B)(4) and device code (B)(4) added. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the consumer via a manufacturer's representative on 2018-jan-19. It was reported that the patient had varying amounts of drug in the pump reservoir than expected. It was reported that this had occurred at each refill. It was also reported that the patient was taken to the ER in 2017 for withdrawal symptoms: the withdrawal symptoms were described as flushed face, sweating profusely, no sleep, whole body spasms, and one leg kicking. These symptoms, along with blood pressure changes and gastrointestinal issues, 2 weeks prior to the patient's refill date. The patient was given oral baclofen prn and used it one time. The consumer noted that the oral baclofen did not appear to help. The patient's pump was interrogated several times by the patient's hcp and a dye study was done which showed no problems with the pump or catheter. A full system replacement was requested. The patient's pump logs as of (B)(6)2018 showed no alerts or problems. The surgeon removing the pump reported that the withdrawal events were reported by parents but was unsure if the system was the problem. The surgeon opted to replace both the pump and the catheter. The catheter was replaced because it crossed over the patient's abdomen area and had been implanted since 2007. A major part of the catheter was removed and discarded, however a portion remained fused with the patient's spine. The patient's pump was being returned by the hospital and a tracking number was provided. The patient's new pump was updated to the same settings as their old pump. The patient's status was listed as "alive-no injury". The issue was considered resolved at the time of the report. No further complications were reported.